Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 392 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer used the end of a pen in lieu of a plunger and states insulin did exit with push. Customer states tubing looked kinked. It was found that customer was not filling reservoir incorrectly. After troubleshooting, customer was advised that insulin pump was working as designed. Customer was advised that infusion set would be replaced. No further info provided.